Event description:
It was reported the powerseal curved jaw sealer and divider had an incomplete seal error and short circuit error. The event occurred during a therapeutic right hemicolectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm or procedure delay.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed, but another event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: no abnormalities were found in the visual inspection on the product, and there is also no indication that this device was not used in accordance with the instruction for use (IFU) or labeling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.